Manufacturer narrative:
Based on event the review of the x-ray views provided to abbott, the conductors appear to be externalized. No further analysis can be performed since the lead will not be returned to abbott for analysis.

Event description:
During a device upgrade, externalized conductors were noted on the right ventricular (rv) lead. Diagnostic imaging confirmed the presence of externalized conductors. The rv lead was capped and replaced. The patient's condition was stable.